Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid") and abdominal pain lower ("severe lower abdominal pain") in an adult patient who had essure (batch no. B40015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included trichomonal vulvovaginitis, headache, multigravida and parity 3. No evidence of perforation. Previously administered products included for wisdom teeth pain: tylenol. Concurrent conditions included gestational diabetes, bacterial vaginosis since 2013, body mass index, sexual transmission of infection, pap smear abnormal and anal chlamydia infection. Concomitant products included metronidazole (flagyl) since 2013 for bacterial vaginosis as well as cilest (tri-sprintec) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain;"), menorrhagia ("abnormal/heavy menstrual bleeding/ prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced dysgeusia ("metal taste in mouth") and the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines"), the second episode of alopecia ("hair loss"), hair growth abnormal ("hormonal changes: unwanted body hair growth,"), cystitis ("infection bladder"), urinary tract infection ("uti,"), headache ("migraines /headaches"), pelvic pain ("pain"), weight increased ("weight gain"), dizziness ("other: dizzy spells") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, migraine, the last episode of alopecia, vaginal haemorrhage, dysgeusia, hair growth abnormal, cystitis, urinary tract infection, headache, pelvic pain, weight increased, dizziness and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dizziness, dysgeusia, dysmenorrhoea, hair growth abnormal, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff is currently investigating her options for removal of the essure device. Trailing coils 5 on left and 1 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records:pid. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet, mr received: new reporter, patient demographic, relevant history and concomitant condition, lab data, essure indication , lot number b40015,update, new events abnormal bleeding (vaginal, menorrhagia) , metal taste in mouth, hair loss, hormonal changes: unwanted body hair growth, infection bladder, uti, migraines /headaches, pain, weight gain, other: dizzy spells, abdominal pain, pid,she did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid") and abdominal pain lower ("severe lower abdominal pain") in an adult patient who had essure (batch no. B40015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included trichomonal vulvovaginitis, headache, multigravida and parity 3. No evidence of perforation. Previously administered products included for wisdom teeth pain: tylenol. Concurrent conditions included gestational diabetes, bacterial vaginosis since 2013, body mass index high, sexually transmitted disease, pap smear abnormal and anal chlamydia infection. Concomitant products included metronidazole (flagyl) since 2013 for bacterial vaginosis and cilest (tri-sprintec) from january 2014 to february 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced dysmenorrhoea ("severe menstrual pain;"), menorrhagia ("abnormal/heavy menstrual bleeding/ prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced dysgeusia ("metal taste in mouth") and the first episode of alopecia ("hair loss"). In 2016, the patient experienced amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines"), the second episode of alopecia ("hair loss"), hair growth abnormal ("hormonal changes: unwanted body hair growth,"), cystitis ("infection bladder"), urinary tract infection ("uti,"), headache ("migraines /headaches"), pelvic pain ("pain"), weight increased ("weight gain"), dizziness ("other: dizzy spells") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, migraine, the last episode of alopecia, vaginal haemorrhage, dysgeusia, hair growth abnormal, cystitis, urinary tract infection, headache, pelvic pain, weight increased, dizziness, abdominal pain and amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain, cystitis, dizziness, dysgeusia, dysmenorrhoea, hair growth abnormal, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff is currently investigating her options for removal of the essure device. Trailing coils 5 on left and 1 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records:pid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid") and abdominal pain lower ("severe lower abdominal pain") in an adult patient who had essure (batch no. B40015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included trichomonal vulvovaginitis, headache, multigravida and parity 3. No evidence of perforation. Previously administered products included for wisdom teeth pain: tylenol. Concurrent conditions included gestational diabetes, bacterial vaginosis since 2013, body mass index high, sexually transmitted disease, pap smear abnormal and anal chlamydia infection. Concomitant products included metronidazole (flagyl) since 2013 for bacterial vaginosis and cilest (tri-sprintec) from january 2014 to february 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain;"), menorrhagia ("abnormal/heavy menstrual bleeding/ prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced dysgeusia ("metal taste in mouth") and the first episode of alopecia ("hair loss"). In 2016, the patient experienced amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines"), the second episode of alopecia ("hair loss"), hair growth abnormal ("hormonal changes: unwanted body hair growth,"), cystitis ("infection bladder"), urinary tract infection ("uti,"), headache ("migraines /headaches"), pelvic pain ("pain"), weight increased ("weight gain"), dizziness ("other: dizzy spells") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, migraine, the last episode of alopecia, vaginal haemorrhage, dysgeusia, hair growth abnormal, cystitis, urinary tract infection, headache, pelvic pain, weight increased, dizziness, abdominal pain and amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain, cystitis, dizziness, dysgeusia, dysmenorrhoea, hair growth abnormal, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff is currently investigating her options for removal of the essure device. Trailing coils 5 on left and 1 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records:pid. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event amenorrhea added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.